Manufacturer narrative:
No additional documentation is available for this case. Sunrise medical is unable to determine what the root cause of this incident was. There were no replacement parts ordered or reports of any damaged or defective items on this chair. A possibility for this adverse event is that the end user's foot slipped off the footrest without his knowledge causing the injury. It was also not determined the severity of the injury. It was only stated that medical attention was received. However, nothing indicating that the type of treatment provided was to prevent permanent damage, permanent impairment of body function or permanent damage to body structure. This electronic MDR is being submitted to FDA following a retrospective review of complaints conducted by sunrise medical, inc. As part of a corrective and preventive action discussed with FDA in response to an inspectional observation. The review required a documented reassessment of each complaint for reportability under 21 cfr part 803. As a result of the assessment, this event was identified as meeting the regulatory reporting criteria in the company's current MDR procedure, and is being submitted to FDA out of an abundance of caution and compliance to aid in providing FDA with up-to-date information.

Event description:
Account manager, (B)(6) called to advise that (B)(6) va therapist, (B)(6), reported to him that the end user got his foot trapped between the center mount footrest and front caster which cut his foot. He is a quadriplegic and did not feel that his foot was stuck. He went to ER to receive medical attention.